Event description:
During a follow up, under-sensing and loss of capture were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found dislodged. During the revision of the rv lead helix rotation issues were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, sensing anomaly, failure to capture, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of sensing anomaly and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over torque of the inner coil.